Event description:
Provider alleged valve is not switching. Per independent repair center statement, the unit was alarming or red light. The key failure was valve not switching. Additional malfunctions were pilot valve on manifold and o ring on manifold were leaking and ty wrap on sieve beds were defective.